Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided.

Event description:
It was reported that an osseointegrated implant was removed because it was positioned in an incorrect angulation and this made it non-prosthetic and hence the need to remove it.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative. One reported imp, tsv, 3.7, 13, mtx, mg (tsvtb13) was not returned. Functional testing could not be performed due to the nature of reported event. Pre-existing patient conditions noted on per was type iii (low) bone density. Customer has not provided x-ray or pictures. Review of appropriate documentation: documents reviewed: instructions for use - retriever tools and guide sleeves, IFU 4930i rev 3 ¿ 11/19 and instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: indications, warnings and precautions. DHR review for the lot: (1224822) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot: (1224822) for similar event using keyword functional other and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, malfunction for functional other implant could not be verified with the information available and without its return.

Event description:
No further event information is available at the time of this report.